Event description:
Device 2 of 2. Reference MFR report#1627487-2019-00407. It was reported that the patient was experiencing ineffective stimulation. Reprogramming was tried to no avail. As a result, the scs system was explanted.